Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested 04/23/2008 and 04/30/2008 by phone, fax and mail. A complete questionnaire was received from the surgeon.

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to smudge noted in the center of the lens. In a follow-up, the surgeon reports the outcome of event for the pt as "good".